Manufacturer narrative:
Follow up #3 30-jan-2018 device evaluation: in q4 2017, there was 1 instance of battery life w/damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #2: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 1 instances of battery life with damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 53 allegations of a malfunction, 23 pumps were returned to animas and investigated. Of the investigated pumps, 21 were found to be malfunctioning due to battery compartment cracks, damaged battery compartment threads and damaged battery caps. In q1 2017 there were 12 additional instances of battery life w/damage failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 53 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life w/damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 35-237 pounds and between 6 and 81 years of age. Of the reported patients, 19 were male and 34 were female.

Manufacturer narrative:
Follow up #1 07/28/2017 device evaluation: in q2 2017, there were 17 instances of battery life with damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.